Event description:
Customer reports the following: "staff reported to biomed pump problem alarm. Biomed confirmed problem and saw failures in log. No patient harm." The logs indicate the alarm to be due to a positive valve isolation test failure. In addition the safety management log indicates previous alarms due to code crs failures. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.